Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventilator was inoperative. Patient involvement information was not provided.

Manufacturer narrative:
(B)(4). The ventilator was evaluated and extended self tests was performed. The ventilator is now in working condition.

Event description:
The ventilator was not on a patient at the time of the event.